Event description:
On (B)(6) 2023, neotract was made aware of a patient that received a prostatic urethral lift (pul) procedure on (B)(6) 2023. The day after the procedure, the patient went to the emergency room for abdominal pain and distention. A workup in the emergency room confirmed an active bleed in the region of the obturator artery outside the prostate capsule. Embolization was performed, and the patient received two units of blood. The patient was hospitalized for three days and was discharged. The patient status was reported to be stable.